Manufacturer narrative:
The investigation into the automated impella controller (aic) purge disc/flag issues has been completed. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times during one of the first clinical procedures after the console arrived back from annual preventive maintenance. The console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was a broken purge flag.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a purge disc not detected alarm. There was no patient involvement. The aic was returned for evaluation.